Event description:
It was reported that the pump was accidentally struck by a baseball, causing the screen to malfunction and preventing further interaction. This issue resulted in the customer's blood glucose levels being critically high, although the specific value was not stated. The customer intended to self-administer a corrective insulin dose and did not require third-party assistance. Technical support decided to replace the faulty pump under warranty, instructing the customer on how to manage the transition to the new device. The customer was advised to use multi-dose insulin (mdi) therapy as a backup and was informed about returning the malfunctioning pump to avoid extra charges. Technical support also provided guidance on programming settings into the new pump and confirmed that a replacement with slightly older software would be sent, with an update available online.